Manufacturer narrative:
Review of the log files found the surgery started at around 2pm and femur registration started at around 3pm. The registration failed 3 times because of the spike alignment on the femur was not able to reach target. Following this, the femoral cutting block left the network. It rejoined the network and the system went back into femoral registration; nothing happened for one hour, until the femoral reference got a low battery error at around 4pm. The application was in femoral registration for that full hour consuming battery power. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after the submission of this report shall be filed on a supplemental MDR.

Event description:
It was reported that during an initial knee arthroplasty, one of the four pods used in the procedure lost battery power due to the device being left in the femoral registration mode for an extended period of time, which drained the battery. The surgeon attempted to trouble shoot the issue and as a result, the procedure was extended approximately 15 to 30 minutes. There was no patient injury or adverse outcome reported as a result of this event.